Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the device needles would not retract properly and was binding up. The physician did not want to experience possible failure to retract fully during the procedure and used another handpiece without further problem. There was no pt injury and the pt recovered satisfactorily.